Event description:
Pt underwent right inguinal hernia repair with mesh from ethicon prolene mesh pmii lot rjj130 ex 7/2007. Recently, ethicon reported the existence of conterfeit it mesh with the above lot number.